Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a power cable disconnect alarm was confirmed. The system controller (serial #: (B)(6) ) was returned for analysis and a log file was submitted for review (202301) as well as downloaded for review (c2131116). A review of the controller event log files showed overlapping events spanning approximately 11 days ((B)(6) 2023 per time stamp). Events occurring on (B)(6) 2023 took place during testing at abbott. Beginning on (B)(6) 2023 at 17:00:30, a power cable disconnect alarm was active on the white power lead due to low bus voltage. This remained active until the end of the log file. The driveline was disconnected for a system controller exchange on (B)(6) 2023 at 18:30:55. There were no other notable events active in the log file. Pump operation was not affected. The system controller underwent preliminary and functional testing. During preliminary testing, a power cable disconnect alarm was active on the white power lead. The system controller was opened to further investigate the power cable disconnect alarm. The dual power leads were removed to replace with test cables, and it was observed that the flex shield relief was missing. The dual power cables were replaced with test cables; however, the power cable disconnect alarm was still present. The printed circuit board (pcb) was then investigated. The issue resolved during the troubleshooting process either during the probing or soldering of the pcb, and root cause was unable to be determined. The power cable disconnect alarm resolving was not able to be attributed to a specific component during the investigation. The power cable disconnect alarm was unable to be reproduced again. The system controller continued with functional testing continued and there were no issues. The system controller was connected to the mock loop and was able to operate for an extended operation as intended. The root cause for the reported event was conclusively determined to be due to an issue with the main pcb; however, a further root cause was unable to be determined. The device history records were reviewed for the system controller (serial #: (B)(6) ) and the system controller was found to pass all manufacturing and quality assurance specifications. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including power cable disconnect alarms. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for future use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No additional information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a sudden power cable disconnect alarm on the white power cable on their controller. The contacts of the batteries and clips were cleaned and a new battery was tested. The patient was hooked up to the mobile power unit with their white power cable. The alarm persisted despite the troubleshooting. The patient's system controller was then exchanged and the alarms resolved.